Event description:
Hill-rom received a report from the account stating the brakes were not working. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom technician found two head brake casters inoperable. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2206, 2007, 2009-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the head brake casters to resolve the issue. Based on this information, no further action is required.